Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es keep shutting down and rebooting. The customer mentioned it kept happening constantly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident no issues were found. A field service engineer (fse) could not find any defect. The system functioned as intended when the field service engineer inspected the device.